Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a spider fx embolic protection device in the treatment of a patient for stenosis at the right femoral artery. No issues were noted prior to use. During procedure, after the device reached target position, the delivery sheath could not be retracted. Physician retracted the whole device and checked it externally, the delivery sheath was observed fractured. Procedure was completed using only balloon dilation to treat the lesion. No patient injury reported as a result of the event. The operation was extended for 1-2 hours due to retraction of the delivery system.

Manufacturer narrative:
Cine image review: the spiderfx embolic protection device was not returned for evaluation. Cine images were received. The first image shows a bifurcation of a vessel. No component of the spiderfx embolic protection system is visible in the cine. The second image shows a vessel with overlapping stents. The spiderfx catheter is visible in the proximal stent with the gold/tungsten filter mouth extending from the distal end of the catheter. The distal floppy tip appears to be interacting with the overlapping stents. The third image is an enlargement of an area in the second image in which the spiderfx embolic protection system components are visible in the vessel.

Manufacturer narrative:
Device evaluation summary: the spider fx was received with the filter assembly loaded within the delivery catheter. The distal end of the filter was approximately 10cm from the distal tip of the catheter. A bend to the delivery catheter was noted approximately 19cm from the distal tip and the distal end of the catheter was flattened. It was discovered the capture wire port proximal to the clear segment of the catheter showed the capture wire bent and the ptfe coating worn away. The capture wire was retracted back in order to show the filter assembly within the clear segment of the delivery catheter. The capture wire was attempted to be pushed forward, but the filter assembly would not advance outside of the clear segment of the delivery catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.